Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed air bubbles in the infusion tubing and later confirmed the connector and tubing were not tightly connected, while the system was filling the tubing with insulin via the infusion set and tubing to the device; blood glucose was 240 mg/dl, and troubleshooting and education were completed, including a recommendation to replace all supplies and an offer for a guided set change, which the user declined. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included a review of reported event details and user troubleshooting. Investigation of this case revealed a likely infusion set or connection issue due to a loose connector and air in line. It was concluded that user technique contributed to hyperglycemia, and replacement of supplies with proper connection and priming was advised.